Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.